Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye due to dysphotopsia. There was no patient injury. Procedure was completed successfully using the different model and diopter. Sutures was removed as part of surgical intervention. Patient is doing well post-op. No further information provided.

Manufacturer narrative:
Additional information: as a result of investigation results and sutures information reported initially was missed to be captured in the initial MDR and is included in follow-up MDR accordingly, following fields are updated. Section d10: device available for evaluation ¿ yes, returned to manufacturer on 5/6/2020 section h3: device returned to manufacturer ¿ yes. Section h6: patient code 3191 ¿ sutures. Device evaluation: the complaint lens was received in a medical adhesive and was identified with a handwritten label. The lens could not be recovered from the adhesive without damaging the lens, so the lens was inspected as received. Visual inspection with the unaided eye revealed what appeared to be dried blood on the lens and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.